Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: prophylactic removal to avoid injury. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent primary breast augmentation with unknown mentor implants expressed a desire to have them removed because they have been in for a long time. No explant date has been set. The device type is unknown, however the common device name and procode are being populated for submission purposes. See 1645337-2021-04114 for contralateral prosthesis report.